Manufacturer narrative:
The device has been forwarded to baxter product analysis lab. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation: the reported condition of failure code 807:04 was confirmed but not duplicated due to corrosion found on the channel a pump head module printed circuit board. The channel a pump head module was replaced to correct the reported condition. Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 807:04.? (B)(4).

Event description:
During review of the event history it was discovered that channel a failure code 807:04 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.